Event description:
It was reported that this electrode has migrated down the patient's rib cage, down around the suture sleeve. The implant was the two incision technique. The patient complained of discomfort. The doctor will reposition the electrode and suture the distal tip. There were no additional adverse patient effects.